Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Our instructions for use warn: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was tested with a generator and was functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade.

Event description:
It was reported by the sales rep that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the tip of the blade broke off. The surgeon was activating against metal cup and damaged the blade. The blade broke off outside of patient. There were no patient consequences. Case completed with another device